Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Hybrid analysis revealed that the device analysis confirmed that the device did not charge efficiently with the original device battery. The device charged nominally when the battery was replaced with an external supply. No hybrid anomalies were found. The results were consistent with the device battery causing the excessive charge time. Battery analysis revealed that there was no lithium plating near the cathode tab. Lithium severing observed in anode segments 3, 7 (partial), and 8 (partial). Lithium severing in anode segment 3 appeared to be severe enough to cause a high battery resistance and reduced capacity. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was replaced due to reaching elective replacement indicator. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.